Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 17.7. Cloud - smartphone hardware iphone14.4. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were wearing the pod on the arm, when seeking medical attention on (B)(6) 2025. The visit lasted 30 minutes, and the discharge was on the same day. The reason for seeking medical attention was related to the pod, with symptoms of blistering and infection at the site. The diagnosis was an infection, and antibiotics were prescribed with a referral to dermatology. The site is now prepared using hibiclens and hydrocolloid.